Event description:
No flow. Cannot calibrate. Trouble shoot, replaced internal connection cable and flow transducer calibrated function check tested all ok. No report of patient involvement at this time.